Event description:
It was reported that the device failed accuracy plus10.75 percent during testing. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. No physical damage was observed. No error was found in event history log. Customer problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problem found. No action taken.